Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. There was a concern the lead had fractured. An invasive procedure was performed. The lead was explanted and replaced, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. Should additional information become available this report will be updated.